Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged plunger stopper was not observed, however the syringe barrel was observed to be damaged. Additionally, 10 retention samples from bd inventory were evaluated by visual examination damage was not observed. Bd was not able to determine where or when the damage occurred based on the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was deformed plunger (rubber stopper). The following information was provided by the initial reporter. The customer stated: "before use the stopper was found to be broken."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged plunger stopper was not observed, however the syringe barrel was observed to be damaged. Additionally, 10 retention samples from bd inventory were evaluated by visual examination damage was not observed. Bd was not able to determine where or when the damage occurred based on the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was deformed plunger (rubber stopper). The following information was provided by the initial reporter. The customer stated: "before use the stopper was found to be broken."